Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided and without device evaluation, the most likely cause(s) of this type of event is or procedures related to the set-up of the device and tubing did not conform to instructions provided or by the end user disconnecting and reconnecting the tubing from the pump or spiking the saline bags in the incorrect order. The labeling for the device and associated tubing, instruction manual for the pump and troubleshooting guide for the device clearly outline the proper set-up procedure and sufficiently warn the user of the potential consequences (extravasation) if instructions for use are not followed. The instructions for use for both the pump and tubing sets clearly warn the user of the consequences of not following the instructions for use. On the tubing package, there is a label instructing the user as follows: warning: do not reconnect tubing for any reason. Reconnecting tubing that was disconnected may cause pump pressure monitoring system errors which may cause extravasation that could result in serious patient injury. This is the first complaint of this type for this part/serial number combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device requested but not yet received.

Event description:
It was reported that the pump didn't stop pumping during knee arthroscopy when the pressure was reached. The fluid was pumped into the patients knee and surgery had to be aborted. Additional information received from (B)(4) sales rep on 05/18/17: the pump will not be returned for inspection since the pump was working properly again after the tubing was changed. The pump was used with standard settings and there was no alarm displayed. The used tubing set was discarded after surgery, so part number and lot are unknown. Further it was said that the personnel is very experienced and the 'clamp test' was performed prior to surgery. The patient is fine, there was no swelling or compartment syndrome due to the fact that the surgery was aborted in time.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is a follow-up submission due to device evaluation. Device history record review revealed nothing relevant to this event. Complaint not confirmed. Complaint tubing was not returned for evaluation. The returned ar-6480 pump was run with a lab tubing set per manufacturer's specifications and no problems were found. Device history record review revealed nothing relevant to this event. Based on the information provided and with device evaluation, the most likely cause(s) of this type of event is or procedures related to the set-up of the device and tubing did not conform to instructions provided or by the end user disconnecting and reconnecting the tubing from the pump or spiking the saline bags in the incorrect order. The labeling for the device and associated tubing, instruction manual for the pump and troubleshooting guide for the device clearly outline the proper set-up procedure and sufficiently warn the user of the potential consequences (extravasation) if instructions for use are not followed. The instructions for use for both the pump and tubing sets clearly warn the user of the consequences of not following the instructions for use. On the tubing package, there is a label instructing the user as follows: warning: do not reconnect tubing for any reason. Reconnecting tubing that was disconnected may cause pump pressure monitoring system errors which may cause extravasation that could result in serious patient injury. This is the first complaint of this type for this part/serial number combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the pump didn't stop pumping during knee arthroscopy when the pressure was reached. The fluid was pumped into the patients knee and surgery had to be aborted. Additional information received from (B)(4) sales rep on 05/18/17: the pump will not be returned for inspection since the pump was working properly again after the tubing was changed. The pump was used with standard settings and there was no alarm displayed. The used tubing set was discarded after surgery, so part number and lot are unknown. Further it was said that the personnel is very experienced and the 'clamp test' was performed prior to surgery. The patient is fine, there was no swelling or compartment syndrome due to the fact that the surgery was aborted in time.